Event description:
Acct. Reports leaking under the rollar clamp. States they do not notice the leak on priming, but once they attach the set to the pump, the set leaks. The tubing appears to have "little holes" where the roller clamp was. No pt. Injury reported.